Event description:
Case description: this case was linked with cases (B)(4), referring to the same reporter. This spontaneous report was received from a mexican physician and concerns a 58-year-old (ambiguously reported as 57 years old) female patient (weight: 69 kg, height: 168 cm). She was injected subdermal, with radiesse(+), into the middle and lower third of the face, for lover third laxity, on (B)(6) 2025. Batch number was reported as a00150210 (expiry date: 12/2025).the batch record review was received and the lot number for radiesse(+) was confirmed as a00150210 (expiry date: 12/2025). A lot search in the global safety database was conducted. One syringe of radiesse(+) was diluted in a 1:1 ratio (product preparation issue, off label use of device) and injected with a 23 x 50 cannula in a very slow rate. During the treatment no other product was administered. Radiesse(+) was stored at 25 °c. The patient previously received radiesse on (B)(6) 2024. The patients medical history included allergy to penicillin. She did not have degenerative diseases. The patient had no concomitant medication in the past six months that possibly presented in the body (at the time the reported event occurred). Past medication included penicillin. On (B)(6) 2025, 3 days after the radiesse(+) injection, the patient experienced significant edema in the left lower third of the face and jowl area. Levofloxacin (danzen) was prescribed to prevent a life-threatening condition or permanent damage to a body structure or function. The outcome of the event was unknown. Case amendment performed on 23-feb-2026: case amendment was performed due to a technical error resulting in no emdr number being generated.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00150210 was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00150210) and similar events were noted. Assessment by merz: the event occurred in compatible local and temporal relationship. Injection site oedema (serious) is expected based on the current valid mexican instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). Off label use of device and product preparation issue are only coded for formal reasons. A dilution of radiesse (+) is no approved indication for radiesse (+) in mexico. Possible confounding factor includes the patient's previous injection with radiesse. However, a contributory role of the treatment with radiesse (+) cannot be excluded. In this case, the patient received comprehensive treatment with an unknown outcome. According to the physician, the corrective treatment was to prevent a life-threatening condition or permanent damage to a body structure or function. Causality for the event is assessed as possibly related to the treatment with radiesse (+) based on compatible local and temporal relationship. This case is considered as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a permanent damage. Case amendment performed on 23-feb-2026: case amendment was performed due to a technical error resulting in no emdr number being generated. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse(+). This case remains considered as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a permanent damage.